Event description:
It was reported that a patient had a urinary tract infection and a positive urine culture of proteus. It was noted that interventions included keflex and etiology was a new illness or injury. The event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010,: product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).